Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The catalog number and lot number of the disposable device were not provided. Angiodynamics is attempting to obtain add'l info in regards to the pt's well-being. The results of the device eval will be sent via a f/u medwatch. (B)(4).

Event description:
As reported on (B)(4) 2013, a male pt of unk age presented for an endovenous laser procedure to ablate a segment of the gsv from below the knee up to 3-5 cm from the gsv junction. The procedure was successfully completed with no reported complications or device malfunctions. Post procedure, the pt complained of pain and in a f/u visit, it was noted the pt had developed a dvt. It was noted the pt had stopped his asa treatment without the treating physician's consent. The treating physician started him on a coagulation drug treatment of xarelto 15mg bid and aspirin. There was no report of permanent harm or injury to the pt due to this event. Angiodynamics is attempting to obtain add'l info in regards to the pt's well-being. It was reported the disposable device was disposed of by the user and is not available for return to the MFR for eval.